Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The reported issue occurred on an unspecified date and involved the following device: 6" (15cm) arterial pressure tubing. The rn reportedly found the patient's set up leaking total parenteral (tpn) from a crack in the tubing at the connection point during infusion. The leakage amount was estimated to be approximately 1 hour's worth of fluid. There was no patient harm.

Manufacturer narrative:
Correction: b3 - date of event updated the reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.